Manufacturer narrative:
Additional information received from the local field representative indicated that the patient plans to be monitored and scheduled for routine follow-up appointments in the future. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was received indicating this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high shock impedance measurements greater than 125 ohms.